Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) administered a shock. Upon interrogation a warning screen was displayed stating a shorted lead had occurred. The impedance during the shock was less than 20 ohms, however it returned to normal. The device was at elective replacement indicator. It was explanted, and a commanded high energy shock was delivered to test the high voltage lead. The device was part of the recall population and will be returned for analysis.,